Manufacturer narrative:
The returned device analysis confirmed the reported leak. Additionally, it was observed that the dilator flush port luer was cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined that the cracked dilator flush port resulting in the reported leak/splash is related to a potential product quality issue. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that during device preparation, a leak in the dilator was observed. Therefore, the devices were not used and were replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a leak occurred. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.